Event description:
Event description guidant/crm received information that during the removal procedure of this endotak c lead due to a shock and short occuring, the tined tip separated and remained fixed in myocardium. Insulation damage was also noted on the endotak c lead. At the same procedure the adaptor was also capped, along with the subq patch lead which also had a tear in the insulation. The system was replaced without issue.